Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. Product ID: 8578, serial# (B)(4), implanted: 2014-(B)(6), product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient was experiencing continued dystonia despite increasing baclofen therapy. The patient started having poorly controlled dystonia after the pump replacement on (B)(6) 2014. The prior dosing was low, so the pump system was again replaced. It remained unknown if it was a pump issue. The patient recovered without permanent impairment.

Event description:
It was reported that the managing healthcare provider (hcp) said the patient was not responding to large boluses from the physician programmer. They were not seeing the desired results, and a pump/catheter malfunction was suspected. The catheter and pump were rep laced. It was not determined what caused the lack of therapy. The location of the catheter issue was reported as ¿intrathecal, tip location unknown.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump system was being used to infuse lioresal.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.